Event description:
It was reported by the customer that a pyxis medstation es system server was unable to accessed. The customer reported that the malfunction occurred when user tried to dispense medication to patient, and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxis server was unable to accessed. A technical support specialist applied knowledge article 000016937 "1.7 - cannot set device on override due to error at station - externalsystemdevicecommandtimeoutdurationamount" and guided the customer to follow the steps to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.